Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and after inspection and testing, it was found that the solenoid valve group was damaged. The compressor pump has been working for more than 7,000 hours, and it has reached the period when the compressor pump needs to be replaced. Since it is out of warranty equipment, it has already been quoted to the hospital. At present waiting for a reply from the hospital. No repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a

Manufacturer narrative:
Address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has a high temperature. There was no patient harm reported.